Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced sweating, racing heart, shaking, and self-treated with sweet gummies which was provided by non-healthcare professional for the issue. There was no report of death or permanent impairment associated with this event.